Manufacturer narrative:
(B)(4).

Event description:
It was reported the healicoil rg sa 4.75mm anchor broke upon insertion into the site. Surgeon left the broken anchor tip in patient because it is absorbable. Procedure was completed with another healicoil in the same site. There was no report of patient injury associated with the alleged event and the delay in the procedure was estimated to be less than 30 minutes.

Manufacturer narrative:
Evaluation narrative - one 4.75mm healicoil rg sa assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Two distal threads have broken off the anchor. The broken threads were not returned for examination. Dimensional assessment of the anchor confirmed it met print specifications. With the limited clinical details provided regarding patient bone quality no root cause can be determined. Further investigation is not warranted at this time. Device returned for evaluation on 23 march, 2016. (B)(4).